Manufacturer narrative:
Covidien reference: (B)(4). The lot number was not provided. Therefore, the device manufacture date is unknown.

Event description:
It was reported that a tracheal tube cuff was separated from the tube. The malfunction was noticed while the product was in the packaging. There was no patient involvement.